Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed no significant anomalies. The ins passed functional testing, however, the setscrew was backed out too far. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Foreign source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative reporting that during the initial implant procedure, a connection failure of the connector part of the implantable neurostimulator (ins) was found. An anomaly of the ins connector part. The #0-7 electrodes were connected to the ins. At that time, connection failure was identified when connection was checked with a physician's tablet. The impedance was incapable of measuring as well, but it was further stated that impedances were 40,000 ohms. The issue persisted even though it was disconnected and reconnected again. The issue persisted even though this process was repeated about 4 times. At the end, the screw of the connector part came out, and it could not be returned, so the ins was replaced with another one. Normal value was confirmed by one time. The issue was resolved. The indication for use is pain due to dystonia in the right upper limb.